Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted, replaced and moved in the pocket site to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.